Manufacturer narrative:
External insulation abrasion was found at 5.6cm to 6.1cm from the distal tip of the svc shock coil, consistent with lead friction to another device. The etfe coating was intact at the same location. The root cause of the reported lead fracture could not be determined since the inner coil at the fractured area was not returned for analysis.

Event description:
It was reported that the lead exhibited high pli ((B)(6) 2011). The patient had received several shocks and no longer wanted the ICD. Loss of sensing was noted when the patient was brought in. X-ray revealed fracture. The lead broke off during extraction and the portion from the tip to rv coil remains implanted.